Manufacturer narrative:
Additional information: annex d code. Correction: braiding was exposed on the device at the area of the torsional kinks. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one 6f launcher guide catheter in a non-tortuous, severely calcified lesion in the right coronary artery (rca). The device was inspected prior to use with no problems observed. The device was prepped per IFU with no problems observed. There was no resistance/discomfort when delivering the product. Excessive force was not applied during the insertion/delivery. It was reported that the catheter kinked on the shaft. There were no problems delivering the launcher. After engagement, when a 0.014 non-medtronic wire was passed through and the procedure was continued, abnormal pressure waveform appeared. At this time only the applicable wires are in the launcher. The launcher was twisted. As a result there was resistance in the non-medtronic sheath and the device could not be removed. The launcher device was difficult to remove from the non-medtronic sheath and could not be pulled out, so it was carefully removed through the wire. The kinked launcher was removed while stretching the twist as much as possible. The launcher device was not difficult to remove from the patients vasculature. The sheath and launcher were then released and replaced with the same models. The procedure was then performed. There was no health damage to the patient.

Manufacturer narrative:
Product analysis: one 6fr launcher guide catheter was received for analysis. A kink was noted on the shaft of the device approx. 30cm and 32cm distal to the strain relief. Torsional kinks were evident approx. 36cm and 37cm distal to the strain relief. A flattened section was evident approx. 37cm-38cm distal to the strain relief. The ID of the catheter measured 0.071¿ meeting specification of 0.071¿ +/- 0.001. The shaft od measured 0.083¿ meeting specification of 0.082 +/- 0.001¿. No damage was noted to the distal tip. The catheter was inserted into an in-house 6f medtronic introducer sheath with some resistance felt both on insertion and removal of the device. No other damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.